Event description:
Hcp reported the pump was explanted due to battery depletion after an unk service life. The pump was returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.